Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found battery voltage codes in the logs relevant to the reported issue.

Manufacturer narrative:
A power switch cable assembly was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a constant alarm. The customer stated "if I remove a/c, it stops, if I plug it back in, it alarms again." The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found battery voltage out of range codes in the logs relevant to the reported issue however, was unable to duplicate the issue. The se replaced the on/off switch cable and confirmed the constant alarm was resolved. The se performed calibrations and extended self-testing on the device and all tests passed.